Event description:
Info was received that reported a pt was hospitalized in 2008 due to an incident of diabetic ketoacidosis. Per the report the pt had labile blood glucose for greater then a month with frequent highs. Prior to admit the pt had blood glucose >500 mg/dl. Upon admit the pt was diagnosed in diabetic ketoacidosis and treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.